Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was use of laser and the basket broke. Some of the wires of the basket remained inside the patient. The fragments were unable to be removed. A stent was placed and the patient was scheduled to come back for a follow-up in a couple of weeks. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be "ok".